Manufacturer narrative:
Per tandem's t:flex user guide: "only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance". No product returned for eval. Should new relevant info become available, a follow up supplemental report will be submitted.

Event description:
It was reported that the customer was attempting a correction bolus when an occlusion alarm occurred. Customer's blood glucose level was between 300-400 mg/dl. The customer administered a manual injection. While troubleshooting with tandem's technical support, it was noted that the customer was using apidra insulin.